Event description:
A customer reported that there was no display available during a procedure. The surgeon converted to a manual technique to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. (B)(4).